Manufacturer narrative:
Analysis found that after doing the calibration several times, only when the output is 0.5 millivolts, too sensitive. The main printed circuit board was replaced. The device then passed functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace signal did not work. The external pulse generator (epg) was returned for servicing. There was no patient involvement.